Event description:
A user facility returned the olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope, to olympus for repair due to a report of "blurry image." Upon inspection and testing of the returned device, it was noted that a gap of adhesive was present on the distal end. This report is submitted for the malfunction of a gap of adhesive on the distal end. As this was found during in-house service, there was no patient involvement.

Manufacturer narrative:
The device was evaluated and repaired by olympus. The evaluation determined a gap of adhesive was present on the distal end due to peeling or a crack, likely attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported problem was user handling. As stated in the instructions for use, as a preventive measure, "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result."